Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and it was noted that the occluder feet were broken on the main body. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body separated from the twist clamp of a minicap extended life transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.